Event description:
Info received indicated that when the brakes were activated, the right head brake casters would swivel.

Manufacturer narrative:
The right head brake caster was replaced, which resolved the issue.